Event description:
Surgeon removed a bipolar shell component due to dislocation. Also removed were a bipolar liner component 85-8263, MDR report# 1219655-1996-0022, and a femoral hip head 85-3811, MDR report# 1219655-1996-0009. The devices were implanted on 7/10/96. Reference# 1219655-1996-22/9.

Manufacturer narrative:
H2-dimensional inspection of returned shell component found device to meet all specification requirements. Additionally, a review of production batch records for this lot found dimensions to have meet specification requirements. No further investigation is planned.